Event description:
2-5 galloon of 37% formaldehyde spilled overnight. Grab ring removed and not replaced during a concentrate bag replacement procedure. As a result of not replacing the grab ring, the fitting slipped off the bag stem over time and allowed leakage.